Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. Device has been delivered to the decon lab. Device inner part is broken off. No further information available.

Manufacturer narrative:
Evaluation revealed the sr 4mm offset humeral head trial 52x20 to be the subject product. No further associated products were reported. A review of the device history records revealed no discrepancies. The item was documented as faultless prior to distribution. As the item had been in use for a longer time (manufactured in 2012), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The appearance of the damage indicated that the peg cracked and broke due to overload. The breakage most likely occurred intra-operatively in one of the former surgeries due to applying excessive force during impaction. In case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Upon incoming inspection it was noticed that the device was broken and unusable. Device has been delivered to the decon lab. Device inner part is broken off. No further information available.